Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be responding appropriately. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the bolus button was found to be detached and the bumper bad was found to be peeling. These issues are obvious and detectable and would not be likely to cause an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.